Event description:
The customer reported the cardiocap 5 did not have any audio. There was no reported pt injury associated with this event. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The occupation of the reporter is unknown.